Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. The sample was received for evaluation. A ruptured bladder was identified during a visual inspection. The cause of the reported condition could not be identified. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
It was reported that a large volume intermate ruptured at the beginning of the infusion. The device was filled with a non-baxter drug. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.